Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patients left ventricular (lv) lead exhibited high thresholds and had no capture at max output. The lead was capped and a pre-existing epicardial lead was utilized as the lv lead. No patient complications have been reported as a result of this event.